Manufacturer narrative:
Results: a possible cause for this event is due to insufficient torque applied to the blockers during final tightening, which resulted in the loosening of the construct and lead to the revision surgery. The surgical technique explains that the torque wrench and anti-torque key must be used in order to achieve the proper amount of torque needed to sufficiently tighten the blockers. However, the sales rep confirmed that these instruments were used properly during the initial procedure. Another more likely cause for this event is due to initial misalignment of the blockers which would also have caused construct loosening. As seen in the visual inspection, one of the blockers showed the threading becoming separated from the remainder of the blocker, which may have been caused by misalignment; however, this cannot conclusively determined. Conclusion: the xia titanium 4.5 blocker was confirmed to be deformed upon visual inspection. This event occurred post-op and resulted in a revision surgery. It was reported that the construct loosened and a replacement of the rod and blockers was required. The manufacturing records were reviewed and did not reveal any discrepancies during the manufacturing process.

Event description:
It was reported that on (B)(6) 2014 small xia surgery was performed. The one side of l5-s was fixed. 1 week after the surgery, it was found by x-rays that the rod had been loosening from l5 screw. Then, exchange of the rod and blocker surgery was performed on (B)(6) 2014. The screw was not exchanged though.

Event description:
It was reported that on (B)(6) 2014 small xia surgery was performed. The one side of l5-s was fixed. 1 week after the surgery, it was found by x-rays that the rod had been loosening from l5 screw. Then, exchange of the rod and blocker surgery was performed on (B)(6) 2014. The screw was not exchanged though.